Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been having low blood glucose levels prior to switching over to the medtronic insulin pump. Customer stated that the emergency medical technician has been to his home 6 or 8 times now since being on the medtronic pump. Customer stated that he has done better on this pump than his previous accucheck pump, but customer does not feel lows coming on. Customer does not think that the pump is causing lows. Customer is still working with his health care provider and educators on getting dialed in for daily activities and settings. Customer is not worried about functioning because he has not seen any errors. Customer declined transfer to helpline because he does not think there is an issue with the pump's function. Customer stated that the first night on the pump, his blood sugar bottomed out in the middle of the night. Customer's diabetes center manager has made adjustments. No further assistance needed.